Event description:
It was reported by a company representative that high impedance was received at a follow-up appointment along with patient experiencing an increase in seizures. X-rays were sent to the manufacturer in which a lead discontinuity was noticed in the neck area. Additional information from the treating surgeon indicated the increase in seizures was likely associated with the observed lead discontinuity. Moreover, the increase in seizures was reported to be back to pre-vns baseline levels. Manipulation of the device is suspected as the patient had neck physiotherapy. Moreover, the treating surgeon commented on the x-rays indicating the tie-downs and lead had migrated as patient was implanted based on manufacturer's recommendations. Present x-ray views were not in accordance to manufacturer's indications. Physician suspected the lead discontinuity was associated with the lead pulling downwards. Attempts for further information have been unsuccessful to date.

Event description:
Additional information was received from the treating neurologist indicating the likely cause of the lead discontinuity was due to physiotherapy.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.